Event description:
During the operation of the endostitch, the needle on the end of the device broke off in the patient. The part that broke off was retrieved without incident. No patient harm. No staff harm.what was the original intended procedure?total laparoscopic hysterectomy.device #1is this a laboratory device or laboratory test?no.